Event description:
It was reported to iridex that while using the micropulse p3 probe, the probe "popping sound occurred during treatment and probe burned out". No other additional information regarding this event was provided to iridex. This is a possible malfunction of the delivery device that may cause or contribute to a serious injury if the malfunction were recur. Iridex is investigating this complaint to gather more information of the even that occured.